Event description:
The customer reported that the system intermittently displayed communication failure error messages followed by system lock-ups.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface circuit board was replaced. The system was then found to be operating as intended.